Event description:
Healthcare professional reported via regulatory agency right side rupture and capsular contracture baker grade iii. The device has been explanted and replaced with non-abbvie.

Manufacturer narrative:
Clarification d6(a): the previously reported partial implant date was prior to the device manufacturing date. Information has been updated to no information until further information is provided.

Event description:
Healthcare professional reported via regulatory agency "rupture of the device, perspiration and capsular contracture baker grade iii". This record is for the right side. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening and broken device assessed as fold flaw opening and missing shell observed assessed as inconclusive as per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via regulatory agency "rupture of the device, perspiration and capsular contracture baker grade iii". This record is for the right side. Device was explanted and replaced with non-abbvie.